Manufacturer narrative:
Evaluation completed. One opened bl5423wv pack from lot v8319 was returned. The expiration date on the label is 2018-04-29. Visual inspection found the vitrectomy cutter tip protector was not returned. The needle was bent. The port window was in the opened position with debris visible inside. There was dried solution all over the outer needle shaft around the port opening. A functional test was performed. The inner needle binds up and stops at approximately the center of the port. The inner needle does not reach the cutting edge and cannot cut. It should be noted that a bent needle tip could contribute to poor cutting performance. The cause of the bent needle cannot be determined.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The vitrectomy cutter is not cutting. No patient injury.